Manufacturer narrative:
Reported event was confirmed as the returned product was deformed. Visual evaluation of the returned articular surface shows nicks and gouges on the inferior side of the device. Additionally, the dovetail feature is compressed on both sides. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). (B)(4). Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee arthroplasty that the surgeon attempted to insert the durasal bearing, and it would not sit into the tibial implant. It was removed and another bearing was inserted. Attempts to obtain additional information are in progress, however further information is unavailable at this time.